Event description:
It was reported that during implant attempt, there were very high thresholds, low impedance less than 200 ohms, and the doctor felt that there was an insulation breach. This device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. Visual analysis noted that the proximal conductor was flattened and the inner insulation was torn.